Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set 4-way stopcock extension set leaked. This occurred during patient infusion. It was stated that the lines became disconnected causing the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.